Manufacturer narrative:
We received 1 - i300f85 introducer kit with all components, open but does not appear used, to our product evaluation laboratory. The report of "swan-ganz could not advance" was confirmed. Examination of the hemostasis type introducer found the wiper gasket to be missing from the valve housing. A lab sample catheter was passed into the valve housing and became hard to pass when inside the introducer sheath area. The sheath was removed and examined and the wiper gasket was found to be stuck inside the sheath. The wiper gasket was removed and the catheter was then able to pass freely through the entire length of the introducer. Examination of the wiper gasket found an area that appears deformed. But it is not known if the condition was due to the wiper gasket being pushed out of the valve housing and becoming stuck inside the sheath. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket was missing from the valve housing of the introducer and was inside the introducer sheath, which has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that before use, the inner diameter was narrow, thus the swan-ganz could not advance. No report of patient injury. Patient demographics not known per the facility.